Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2014 -product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. A review of the pump¿s black box revealed a related alarm. The battery compartment was found to be undamaged. A battery cap was not returned and a test battery cap was used for investigation. The test battery cap was able to properly secure to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. There was no evidence of damage or defect to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.